Event description:
The patient received a call from a nurse and reported data from the lead was not transmitted. Patient then called patient services department to question what the cause could be. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.